Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent out of range shock impedance was reported on this lead (greater than 150 ohms), beginning in (B)(6) of 2020. Out of range measurements could not be reproduced with postural testing and pocket manipulation in office. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.